Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm thoracic aneurysm. The proximal thoracic neck was 36 mm in diameter and the distal thoracic neck was 29 mm in diameter. The physician elected to implant the first thoracic device distally and then implant the second device proximally to the first device. The second device was inserted to the intended landing zone, however, the radiologist was unable to lower the pt's blood pressure that was at 220/180. Before the second stent graft could be deployed the aneurysm ruptured (MFR# 2953200-2010-01901). After the aneurysm had ruptured, the apex of the first implanted stent graft expanded into the pulmonary artery. The physician opened the pt in an attempt to perform an open surgical repair, however,the pt expired. No further info has been provided.

Manufacturer narrative:
(B)(4): eval results: death, arterial trauma/dissection/perforation. Hypertension. Eval conclusions: hypertension.